Manufacturer narrative:
Taper ii. The product associated with this report was discarded after surgery and therefore, cannot be returned to allergan for a device analysis. Based upon the implant date provided by the rptr the connector type is assumed to be a taper ii. Allergan has not rec'd the product. Therefore no analysis or testing has been done. The reported events are surgical and physiological complications, and an analysis of the tool generally does not assist allergan in determining a probable cause for these events. The health professional has exonerated the device. No add'l info has been reported to allergan regarding the lot number of the device.

Event description:
Healthcare professional reported a lap-band calibration tube which may have caused a "distal esophageal tear," which "extended into the chest cavity," first noticed when the pt came back into the facility with "pain and nausea" and "shortness of breath." F/u findings: according to the anesthesiologist, the pt had undergone a laparoscopic lap-band system placement. Six days post op, the pt presented to the emergency department with nausea, a chest tube was placed for left-side empyema and was transferred to the intensive care unit. The pt spent approx 10 days in the ICU before expiring. Add'l details: after lap-band system placement procedure was completed the surgeon requested that the calibration tube be removed. The cuff was deflated and the tube withdrawn w/o incident. The surgeon had examined the tube upon withdrawal, and found it intact and then discarded in one of the operating room trash receptacles. In the anesthesiologist's opinion "the lap-band calibration tube nor its placement technique were in any way related to the reported events." The calibration tube was discarded post-operatively and is not available for an analysis. The autopsy results are not available to be forwarded. Allergan's approach to reported possible adverse events is to remove all doubt in favor of reporting.